Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 6 occurred during the load sequence. Reportedly, the cartridge leaked. The customer's blood glucose (bg) level was 440 mg/dl. It was noted that the customer changed the cartridge and resumed insulin delivery to address elevated bg level.

Manufacturer narrative:
(B)(4).